Event description:
Consumer reported upon removal the pledget unraveled and left a piece inside of her vaginal cavity and the string also broke off the pledget. She was able to manually remove the pledget in one piece. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal the pledget unraveled and left a piece inside of her vaginal cavity and the string also broke off the pledget. She was able to manually remove the pledget in one piece. She did not seek medical attention and did not experience any adverse health effects.